Manufacturer narrative:
Report date: 01feb2019. Date rec'd by MFR: 31jan2019. Additional information: concomitant medical products. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. The service engineer (se) inspected the device and replaced the front bezel. The ventilator was returned to use.

Event description:
It was reported that when changing the ventilators settings the fio2 value would bounce around. No patient involvement. Event date not specified; estimate used.